Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the implantation surgery, the ground electrode was in high value and 3 channel were involved in possible short circuits. However, at the activation all channels were functioning. The recipient had a good performance with the device. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
According to the information received, post-operative active electrode migration out of the cochlea as confirmed by diagnostic imaging was observed. In addition, damage to the active electrode likely caused by minute device mobility is suspected. Further, in situ measurements showed temporarily very high ground path impedance (gpi), which was likely caused by a transient air bubble over the reference electrode. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
Device malfunction due to migration of the active electrode. The recipient previously had a good performance with the device. No trauma has been reported. Reportedly, no implant bed was drilled and the electrode was not recessed in channel, which is not in line with the medel surgical guidelines. Re-implantation is considered.

Manufacturer narrative:
According to the information received, post-operative active electrode migration out of the cochlea as confirmed by diagnostic imaging was observed. In addition, damage to the active electrode likely caused by minute device mobility is suspected. Further, in situ measurements showed temporarily very high ground path impedance (gpi), which was likely caused by a transient air bubble over the reference electrode. However, to determine an exact root cause a device investigation would be necessary. Additional information has been received that the device was explanted, however it has not been received for investigation yet.

Event description:
Device malfunction due to migration of the active electrode. The recipient previously had a good performance with the device. No trauma has been reported. The user has been re-implanted on (B)(4) 2018.

Manufacturer narrative:
Conclusion: according to received information, the device did not provide benefit to the recipient due to the active electrode being found partially outside of the cochlea, as confirmed by post-operative diagnostic imaging. Reportedly, a complete insertion was achieved at implantation. Additionally, damage to the active electrode was observed, likely caused by minute device mobility. It could be assumed that this damaged might have been secondary to the observed electrode migration. Intraoperative in situ testing results were most likely attributable to the transient presence of an air pocket over the reference electrode. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction due to migration of the active electrode. The recipient previously had a good performance with the device. No trauma has been reported. The user has been re-implanted on (B)(6) 2018.